Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This female experienced sub-acute thrombosis post-implantation of a cypher stent. Medical history included unstable angina, hypertension, dyslipidemia and renal dysfunction. During the index procedure, two stents were implanted in the lad. The target site was describes as a type c lesion: calcified with 40mm lesion length. A driver bare metal stent was implanted in the mid-lad and then a 3.0/28mm cypher was implanted in the proximal lad at 14atm in an overlapping manner. Timi iii flow was restored but ivus confirmed 25% residual stenosis. Post-procedure medications included asa and plavix. Approximately 5 days later, she returned to the hospital with chest pain; angiography identified thrombus "only inside the implanted cypher towards the distal edge". Treatment included aspiration and balloon dilatation. It was the physician's opinion that "the possible cause of the thrombotic event was that the bms and the cypher at aha6-7 were under-dilated". The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records indicated that this lot of products met quality requirement for product acceptance. Stent thrombosis is a potential adverse event associated with coronary artery stenting. Cypher is indicated for use in lesions up to 30mm in length. Review of the available information suggest that vessel/lesion characteristics (acc defined high risk lesion) and/or procedural factors may have contributed to this event.

Event description:
The patient was admitted for a procedure in 2008 with unstable angina pectoris. The lesion was in the proximal to mid left anterior descending branch and was de novo, calcified and 40mm in length. The vessel diameter was 3.0mm. The lesion was pre-dilated at 12atm and a 3.0 x 15mm driver bare metal stent was implanted in the mid left anterior descending branch at 14atm. The a 3.0 x 28mm cypher stent was implanted in the proximal left anterior descending branch at 14atm, overlapping the bare metal stent. The stents were post-dilated at 18atm and an intravascular ultrasound was conducted. The residual percentage of stenosis, post procedure, was 25% and timi flow was grade iii. Five days later the patient complained of chest pain and visited the hospital. Coronary angiography was conducted and thrombus was observed inside of the cypher, toward the distal edge. Aspiration and balloon angioplasty were performed to treat the thrombus. The physician commented that the possible cause of the thrombotic event was that the bare metal stent and the cypher were under-dilated. The patient's medications included aspirin, clopidogrel and heparin.